Manufacturer narrative:
Partial alarm trace and calibration information did not indicate an issue. Qc was noted to be in range at the time of the event and was out of range when it was rerun. The field service engineer noted that the ise internal standard is causing calibration, qc errors and patient result bias. He noted a small reference solution leak. He then replaced the ise internal standard, diluent, and reference solutions; as well as replaced the o-ring on the electrode block at the reference position. He verified the performance of the instrument by multiple calibrations and precision tests with acceptable results. The user performed calibration, qc and correlation tests of samples with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na and k gen.2 results for patients tested on a cobas 8000 cobas ise module. The user noted the qc to be within normal ranges on their ise-1 module. She then processed the samples and reported the results outside of the laboratory. The physicians suspected that the sodium results were falsely elevated and requested a rerun of the tests. The same samples were then rerun on their ise-2 module. The user was able to provide discrepant results for 2 patient samples: patient 1 had an initial sodium result of 152 mmol/l with a repeat of 142 mmol/l. Patient 2 had an initial potassium result of 4.5 mmol/l with a repeat of 3.9 mmol/l. The repeat results were deemed to be correct. The sodium electrode lot number is n86. The expiration date is 19-apr-2022. The potassium electrode lot number and expiration date were not provided.